Event description:
It was reported that a faradrive steerable sheath clear was used during the procedure. Upon withdrawal, air was observed inside the sheath. The procedure concluded without any reported patient complications. It is unknown whether the device will be returned for evaluation.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: the DHR for cl14500 was reviewed. There was no indication that a deviation or nonconformance associated with the manufacturing process contributed to this event. Additional review is not required. Risk review: a risk review was completed using faradrive hazard analysis and confirmed that the event of visible air/bubbles was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the reported device is acceptable. Label review: the instructions for use were reviewed, and it did not reveal any evidence of device off-label use or failure to follow instructions. There is no evidence that any updates to the document are required at this time. The device was not returned for analysis; therefore, the reported event was unable to be confirmed. Product record review revealed no additional information related to the complaint. The conclusion code "cause not established" was selected as the investigation findings do not lead to a clear conclusion about the cause of the reported event. As such, no further escalation is required.

Event description:
It was reported that a faradrive steerable sheath clear was used during the procedure. Upon withdrawal, air was observed inside the sheath. The procedure concluded without any reported patient complications. The device has not been received at boston scientific for analysis.